Event description:
It was reported the date of the spinal surgery was "on or around (B)(6) 2011". The patient had spinal surgery due to being diagnosed with a malignant tumor. The patient did not experience spasticity until post op. Regarding patient outcome, it was believed that the patient was doing well.

Event description:
It was reported that the patient had increased spasticity following a non-pump-related operation and post-operative MRI. The physician advised that the patient be started on oral baclofen, but did not think there was concern for withdrawal due to the patient's low dose. It was not possible to do a catheter check because the catheter length had never been documented. It was also reported that the patient had a spinal surgery and the surgeon cut off the end of the catheter. The device system was used to deliver baclofen. It was later reported that the patient had been diagnosed with a malignant tumour, but the physician believed that her spasticity was better.

Event description:
Additional information received reported that the patient underwent a craniotomy for a glioblastoma multiforme (gbm); and had a significant increase in spasms/spasticity post-operation. Following the craniotomy the patient was taken back to the operating room for spinal surgery 1 to 2 weeks later to explore the catheter. Following the catheter exploration procedure the patient's spasticity improved as they increased the dose back to her previous level, of which they had reduced at one point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID catheter model unknown serial# unknown implanted: explanted:; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).